Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan customer service on april 25, 2009 alleging that her onetouch ultralink meter was displaying an error message with 2 different test strip lot numbers (lot# 2903434 and 2898318). The pt was unable to report the specific error message. The pt reportedly had symptoms of shaking and heart pounding at an unspecified time before the error message occurred. She denied receiving any forms of treatment due to the error message. According to the troubleshooting performed with customer service, the error message issue was not resolved. Replacement products were sent to the pt. The product did not cause or contribute to an adverse event since the pt's symptoms started before the error message occurred. However, this complaint is being reported because the error message was not resolved with troubleshooting.